Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unknown therapeutic procedure, the esg-400 electrosurgical generator had electrical sparked inside and burning smell came out and as a result, the high-frequency output of the generator could no longer be activated. The intended procedure was successfully completed using another device and there was no report about an adverse event or patient injury. The field service engineer later on discovered from the error log that e433 had occurred.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus thailand (oth) service center. The evaluation/investigation at the service center confirmed the occurrence of error e433 and found the hvps board to have burnt. Error message e433, which in this case was caused by the defective/burnt hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.